Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturing representative (rep) regarding a patient with an implantable neuro stimulator (ins).it was reported that patient device had gone into 3 strikes mode and needed replacement. Patient stated stimulation was working fine before battery died. No further patient symptoms or complications were reported in this event. Additional information was received from the rep. The implantable neuro stimulator (ins) was replaced but the rep was not able to read the battery, impedances or lead connectivity because the battery was dead.